Event description:
It was reported that patient had an infection at the battery incision. It was noted that patients symptoms was redness, tenderness and yellow drainage. The patient underwent an explant procedure where all devices were removed and was doing well post operatively. The patient was placed under antibiotics. The explanted devices were disposed of by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7074026.